Event description:
A talent stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology not reported. The vessels were moderately tortuous with no calcification. The occluder system was prepped per usual guidelines. After tracking into the patient, it was realized the hemostatic valve sheath of the system was not working properly, which led to bleeding from the sheath. The occluder was not advanced through the sheath. It was determined that the hemostatic valve had a defect by the physician. Even out of the patient, the system it was not working correctly; the occluder still could not be advanced through the sheath. Another device was used to complete the procedure. No clinical sequelae were reported, and the patient is fine. Evaluation summary: during evaluation and upon inspection of the device, the valve could not be seen through the backend opening. A probe was inserted from the backend and resistance was felt at 6.5cm. The tuohy cap was separated from the handle and the valve could still not be seen. The blue tubing was cut off about 2 cm from the distal end. The graft was found exposed and appeared to have pushed through the valve. The graft was pulled out and the valve was found dislocated at the junction of the stent graft and the blue tubing. The most likely root cause for this failure is insertion of the cartridge or the dilator at an angle, which can initiate a valve dislodgement. Once the valve was dislodged, the cartridge pushed it against the side of the hub and handle, and pushed it with the cartridge partially into the sheath tubing. When the occluder stent graft was pushed out of the cartridge with the pushrod, the stent graft likely caught on part of the valve, causing both to jam in the transition area of handle to sheath tubing.